Event description:
Caller reported that the pump battery would not charge, and the pump screen was dark. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.